Event description:
A falsely elevated ctni result of 28.25 ng/ml was obtained on one patient. It was repeated and a result of 0.31 ng/ml was obtained. The falsely elevated result was not reported. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. The issue was resolved after the service representative performed instrument maintenance to the r2 probe.